Manufacturer narrative:
The field service engineer (fse) spoke to the customer via telephone and instructed the customer on how to drain the diluent reservoir to bring new reagent into the instrument system. Customer indicated the reservoir was not filling with diluent; therefore, the fse had the customer change the peristaltic pump (pm1) tubing to resolve the issues. The customer informed the fse that the quality control was within range. (B)(4).

Event description:
The customer reported "x" flags on white blood cells (wbc) and differential (diff) results on controls, and a fluid leak of unspecified volume from the probe of a coulter act diff analyzer prior to instrument startup. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.